Event description:
This patient was implanted with the vocare bladder system in 1999. Recently the patient complained of an inability to empty their bladder using the device and believed it to be attributable to ecu battery problems. A replacement ecu was provided, which was reportedly being used successfully initially. However, it was subsequently reported that the patient also could not empty using the replacement ecu, and the patient's clinican determined that the patient likely had a distended bladder. The patient used a catheter as an alternative to the vocare for 1-2 weeks, then returned to using the vocare with modified ecu settings, and is now experiencing no problems emptying. This report is considered complete and no follow-up report is planned.